Event description:
Attempting to use the stapler to transect the patient's colon. There were no issues with the scrub tech loading the stapler or getting the two sides to join across the colon. However, despite efforts and multiple attempts including removal of the stapler and replacement/rejoining, none of us were able to close down the stapler to fire it. In other words, the anvil side and the stapler load side were easily interlocked but would not close down completely or click in place so we could fire the load across the colon. The stapler from the sterile field, opened another, and had no problem completing the procedure with the replacement.